Event description:
It was reported that the csoft6 clip broke during use on the internal mammary artery. The pieces reportedly fell into the pleural cavity behind the lung. Pieces were able to be retrieved with a delay in surgery. No permanent patient injury was reported.